Manufacturer narrative:
The anesthesia system was investigated at the hospital by our company field service engineer. Two the gas module nozzle units and an electromagnetic valve (emv2) controlling the manual ventilation valve were replaced. The logs were downloaded and the anesthesia system was returned for clinical use after successful tests. Only the electromagnetic valve was returned for investigation and tested. No deviations were found during the investigation of the electromagnetic valve. The received logs confirm the reported sco failure with high pressure during the auto ventilation leakage test. The logs indicate a leakage into the system but we have not been able to determine the true cause of the event.

Event description:
Manufacturer´s reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed in the system checkout test. There was no patient involvement. Manufacturer's reference #: (B)(4).